Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, lead failed to capture. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.